Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient was admitted to the hospital for hypertension, but while at the hospital it was noted that the patient had a blood glucose of 379 mg/dl with symptoms of dehydration, weakness, confusion, and unspecified ketones. The reporter stated that the patient received treatment in the form of insulin via the pump and an insertion site change. The reporter reviewed the pump history with a customer technical support representative and found that there were multiple 0 unit boluses recorded in the pump¿s history. The reporter noted that the patient would occasionally dial up a bolus and then not verify that it had been delivered. There were variations observed in the pump¿s history for the total daily basal delivery. This variation was determined to be due to recent changes in the basal program. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia as a result of use error of the pump.